Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was contained and the source of the leak was unknown to the customer. An error condition of "vote outs" (non-numeric results) was generated for the differential results. The operator was wearing a lab coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and identified the source of the leak was the differential sample line. The tubing was replaced, resolving the leak and the error condition of "vote outs" for the differential test results. In addition, the fse replaced the differential lyse pump (erythrolyse pump or pm4) as it was not working properly. (B)(4).